Manufacturer narrative:
Evaluation summary: the implant was returned, however the packaging where the hair was found was not. It was not known which portion of the packaging (inner cavity, outer cavity, etc.) The hair was found. Regardless, there is a certificate of processing from sterigenics which states this lot of implants was sterilized at a minimum dosage of 26.4 kgy and a maximum dosage of 33.4 kgy. Per zwi 36.210, the minimum dosage must be 25.0 kgy and the maximum dosage must be 37.0 kgy. Therefore, this lot of implants are sterile. Additionally, any foreign substances receiving that dosage of gamma irradiation would also be sterile, including the hair. Since the hair is sterile, there are no additional risks introduced to the patient. Evaluation: review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the surgical scrub nurse found a hair inside sterile pack of implant. It was not implanted.